Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvis pain') in a (B)(6) female patient who had essure (batch no. D23519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, polycystic ovarian syndrome and dyspareunia. Concomitant products included gabapentin, medroxyprogesterone acetate (depo provera), metformin, methenamine hippurate and spironolactone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("utis,") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced cystitis ("bladder infection"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea and cystitis had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs+mr received- lot number were added. Event injury updated to pelvic pain female. New events abnormal bleeding (vaginal, menorrhagia), utis, dysmenorrhea (cramping)), dyspareunia (painful sexual intercourse), abdominal pain, bladder infection were added. Outcome of pelvic pain updated to recovered / resolved. Concomitant drug and medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvis pain') in a 38-year-old female patient who had essure (batch no. D23519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, polycystic ovarian syndrome and dyspareunia. Concomitant products included gabapentin, medroxyprogesterone acetate (depo provera), metformin, methenamine hippurate and spironolactone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("utis,") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced cystitis ("bladder infection"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea and cystitis had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Lot number: d23519, manufacturing date: 2014-10, expiration date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.